Event description:
A customer contacted beckman coulter inc. (Bci) to report they found a leak coming from the back of the synchron lx20 pro clinical analyzer. The customer did not know what the liquid was. Effect to patient or user was not reported in connection with this event.

Manufacturer narrative:
Bci field service engineer (fse) found a leaking filter in the hydro and replaced the filter and tubing.